Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown transmitter issue occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be the mobile device losing power which led to signal loss. The reported event of an unknown transmitter issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Event description:
It was reported that an unknown transmitter issue occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and failed. A review of the share logs was performed and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be the mobile device losing power which led to signal loss. The reported event of an unknown transmitter issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).